Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) indicated recommended replacement time (rrt) four years after device implant. The physician stated it was early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.